Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up while reviewing device data, it was noted that supraventricular tachycardia (svt) episodes were incorrectly detected as ventricular tachycardia (vt) by the device. Inappropriate anti tachycardia pacing (atp) was delivered, which accelerated the patients rhythm to vt. During this non-sustained vt episode, the device was unable to provide high voltage (hv) therapy due to low high voltage lead impedance (hvli) on the right ventricular (rv) lead. The patient was symptomatic with syncope. The resolution for this event was to deactivate the hv therapy of the rv lead, but preserve the low voltage (lv) pacing therapy of the device and rv lead and to implant a subcutaneous implantable cardiac defibrillator for hv therapy. The patient was stable following the procedure with no adverse events.